Manufacturer narrative:
Additional information provided, updated section b5 with failure analysis evaluation. Updated h6 codes to reflect failure analysis results. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the battery (lot 19079-0190-p) fuel gauge indicators remain lit and won't deplete with use. There was no patient involvement. The battery was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in none of the led indicators illuminating, indicating a completely depleted or faulty battery. Upon evaluating the returned battery, it was found that the battery was recognized and able to charge in both the mrx heartstart and cadex charger. The component was calibrated and manual shocks were successfully delivered when the battery was subsequently installed in an mrx device. Upon conclusion of the analysis, no fault was found with the battery and the reported issue could not be verified.

Event description:
It was reported to philips that the battery (lot 19079-0190-p) fuel gauge indicators remain lit and won't deplete with use. There was no patient involvement.